Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom on (B)(6) 2015, to report a hypoglycemic reaction that she experienced 6 months ago while using the dexcom continuous glucose monitor (cgm). Patient reported that she dosed insulin because she saw two arrows going up on her monitor. Patient reported that she dosed without a confirmation finger stick (fs). Patient was found in her car in the parking lot by her employer. No additional event or patient information is available. No product or data was provided for investigation. The reported complaint cannot be confirmed. The root cause cannot be determined. It should be noted that diabetes mellitus is a known cause of hypoglycemia.